Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a cerebral infarction after the procedure and subsequently died of a brainstem infarction. A pulse field ablation (pfa) procedure was completed successfully using a farawave catheter. Prior to the procedure there was concern about potential thrombus in the left atrial appendage (laa). A computed tomography (CT) scan was performed twice along with transesophageal echocardiography (tee), and no thrombus was observed. Direct oral anticoagulants (doac) therapy was continued during the procedure, and the activated clotting time (act) was maintained at 400 seconds as well. Three days after the procedure, the patient developed a cerebral infarction and was emergently transferred to a hospital. The patient died of a brainstem infarction at some point afterwards. The cause of the complications and subsequent patient death is not directly known.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the cerebral vascular accident (cva), necrosis, and death are known inherent risks with use of this product. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that cerebral vascular accident (cva), necrosis, and death are addressed as a potential procedural complication when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of cerebral vascular accident (cva), necrosis, and death is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of cerebral vascular accident (cva), necrosis, and death are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: death, injury due to embolism/thromboembolism/air embolism/foreign body embolism, cerebrovascular accident (cva)/stroke." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a cerebral infarction after the procedure and subsequently died of a brainstem infarction. A pulse field ablation (pfa) procedure was completed successfully using a farawave catheter. Prior to the procedure there was concern about potential thrombus in the left atrial appendage (laa). A computed tomography (CT) scan was performed twice along with transesophageal echocardiography (tee), and no thrombus was observed. Direct oral anticoagulants (doac) therapy was continued during the procedure, and the activated clotting time (act) was maintained at 400 seconds as well. Three days after the procedure the patient developed a cerebral infarction and was emergently transferred to a hospital. The patient died of a brainstem infarction at some point afterwards. The cause of the complications and subsequent patient death is not directly known.